Manufacturer narrative:
A medtronic field service engineer inspected the system. He found the rotor tension belt was hanging loosely and was only getting tension on 2 of the 3 wheels. He adjusted the rotor tension belt. This resolved the issue and all wheels were then providing tension to the belt during a 3d spin. 2d, 3d standard, and 3d hd scan performed with image quality phantom. System fully functional after belt adjustment. The system passed all subsequent software and hardware testing. No fault found. System performed properly.

Event description:
A medtronic representative reported the image quality was less than expected when performing a system checkout. The edges of the image were reported to be blurry during testing. It was also reported that during a 3d spin the gantry shook.